Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: migrated to ovaries') and syncope ('frequent fainting') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp abdominal and abdominoplasty. Previously administered products included for contraception: lo loestrin from 2011 to (B)(6) 2012 and ortho novum in 2012; for an unreported indication: doxycycline and birth control pills. Concurrent conditions included asthma, polycystic ovarian syndrome, menometrorrhagia, pelvic pain, pap smear abnormal, breast tenderness, menstruation frequent, perineal pain, headache, nabothian cyst and leiomyoma nos. Concomitant products included medroxyprogesterone acetate (provera) and warfarin sodium (coumadin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia/menorrhagia (heavy menstrual bleeding)") and abdominal pain lower ("pain lower abdomen"). On (B)(6) 2012, the patient experienced phlebitis ("phlebitis and thrombophlebitis of right ovarian vein") and thrombophlebitis ("phlebitis and thrombophlebitis of right ovarian vein"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced syncope (seriousness criterion medically significant), migraine ("migraines / headaches/migraine"), nausea ("nausea") and alopecia ("hair loss/missing hair patches"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes-describe: hot flashes/hormonal"), tooth disorder ("dental problems") and fatigue ("fatigue"). On 3(B)(6) 2018, the patient experienced uterine disorder ("irregular uterus with fibroids protruding") and endometriosis ("endometrioses") and was found to have uterine leiomyoma ("irregular uterus with fibroids protruding"). On an unknown date, the patient experienced ovarian cyst ("cyst in ovary") and nerve injury ("nerve damage/ nerve damage after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with ambroxol acefyllinate (brace) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and headache outcome was unknown, the syncope, phlebitis, thrombophlebitis, hot flush, menorrhagia, migraine, nausea, dysmenorrhoea, fatigue, ovarian cyst, uterine disorder, uterine leiomyoma, endometriosis, nerve injury, abdominal pain lower, pelvic pain and abdominal pain had resolved and the tooth disorder and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine, nausea, nerve injury, ovarian cyst, pelvic pain, phlebitis, syncope, thrombophlebitis, tooth disorder, uterine disorder and uterine leiomyoma to be related to essure. The reporter commented: right tubal ostium: approximately 3 to 4 springs visible. Left tubal ostium: approximately six visible springs. Discrepant information about essure removal date mentioned as: 03-aug-2018 plaintiff received treatment for pain: dysmenorrhea, pelvic/abdominal, bleeding: menorrhagia, other injuries/symptoms: dental problems, hormonal, changes, migraine, headaches, nausea, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2012: contraceptive device occluding the fallopian tubules, and also noted 1.9 cm left dominant follicle or cyst in the ovary. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Everything looks good. Concerning the injuries reported in this case, the following one/ones were reported via medical record : endometriosis, menorrhagia, thrombophlebitis pelvic vein, ovarian cyst and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Events: pelvic pain, abdominal pain, headaches were added. Event outcome was added for the events: pelvic pain, abdominal pain, headaches. Lab data was updated. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: migrated to ovaries') and syncope ('frequent fainting') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp abdominal and abdominoplasty. Previously administered products included for contraception: lo loestrin from 2011 to (B)(6) 2012 and ortho novum in 2012; for an unreported indication: doxycycline and birth control pills. Concurrent conditions included asthma, polycystic ovarian syndrome, menometrorrhagia, pelvic pain, pap smear, breast tenderness, menstruation frequent, perineal pain, headache, nabothian cyst and leiomyoma nos. Concomitant products included medroxyprogesterone acetate (provera) and warfarin sodium (coumadin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) menorrhagia") and abdominal pain lower ("pain lower abdomen"). On (B)(6) 2012, the patient experienced phlebitis ("phlebitis and thrombophlebitis of right ovarian vein") and thrombophlebitis ("phlebitis and thrombophlebitis of right ovarian vein"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced syncope (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss/missing hair patches"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes-describe: hot flashes"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine disorder ("irregular uterus with fibroids protruding") and endometriosis ("endometrioses") and was found to have uterine leiomyoma ("irregular uterus with fibroids protruding"). On an unknown date, the patient experienced ovarian cyst ("cyst in ovary") and nerve injury ("nerve damage/ nerve damage after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ambroxol acefylline (brace) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown, the syncope, phlebitis, thrombophlebitis, hot flush, menorrhagia, migraine, nausea, dysmenorrhoea, fatigue, ovarian cyst, uterine disorder, uterine leiomyoma, endometriosis, nerve injury and abdominal pain lower had resolved and the tooth disorder and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, endometriosis, fatigue, hot flush, menorrhagia, migraine, nausea, nerve injury, ovarian cyst, phlebitis, syncope, thrombophlebitis, tooth disorder, uterine disorder and uterine leiomyoma to be related to essure. The reporter commented: right tubal ostium: approximately 3 to 4 springs visible. Left tubal ostium: approximately six visible springs. Discrepant information about essure removal date mentioned as: (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2012: contraceptive device occluding the fallopian tubules, and also noted 1.9 cm left dominant follicle or cyst in the ovary. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Everything looks good. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometriosis, menorrhagia, thrombophlebitis pelvic vein, ovarian cyst and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received ¿ previously reported event injury nos were replaced. New events: migration of essure device-location of device: migrated to ovaries, hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia) menorrhagia, migraines /headaches, nausea, dental problems, dysmenorrhea (cramping), fatigue, hair loss/missing hair patches, cyst in ovary, irregular uterus with fibroids protruding, phlebitis and thrombophlebitis of right ovarian vein, frequent fainting, endometrioses, nerve damage/ nerve damage after removal surgery and pain lower abdomen were added. Product information indication and date of removal were added. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.